Event description:
According to the reporter, post-operatively of a laparoscopic gastric bypass where the incision sites were closed with the skin glue, the patient had a negative reaction to the device which lead to dermatitis. Petroleum jelly was used to remove any remaining glue to treat the dermatitis.

Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Skin reactions usually noticed 2 to 3 weeks after surgery. 11 complaints over last 2 years.